Event description:
The duett sealing device was deployed following a coronary angiogram (via a 6f sheath in the right femoral artery.) The deployment was remarkable, as there was blood return on negative aspiration. The sheath was withdrawn further, and a 2nd aspiration showed no blood return, and procoagulant was delivered. Pt complained of pain when occlusive pressure was held, and reported a warm sensation in the leg when pressure was released. The pt was given heparin and morphine for pain. The pt started to improve. The pt was to be taken to surgery to resolve the problem. In re-checking pulses before surgery, pulses had returned to 2+. Color and temp in the leg were improving. The pt refused to go to surgery, stating that the leg felt better. Pulses were again checked, and the surgery was called off. Heparin therapy continued. The next day, the pt's pulses, temp, and color were normal and the pt was discharged.